Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. No add'l info was provided.